Manufacturer narrative:
The applicator is used to deliver trimo san into the vaginal cavity. It is possible a rough edge may cause a slight abrasion to the vaginal wall. Any bleeding would be considered minor and self-contained. As of this report, the applicator has not been returned. Visual inspection of the applicator will be performed upon its arrival.

Event description:
Patient called coopersurgical customer service claiming the applicator used with trimo san had a rough edge. After using the applicator, she started bleeding immediately. Patient was advised to see her physician or go to the emergency room.